Event description:
It was reported that touchscreen responsiveness issue occurred, although touchscreen was not cracked or shattered. There was no reported impact to the customer¿s blood glucose level. Customer stated issue was not a concern, declined further troubleshooting, and no additional actions were taken by technical support.